Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display in the middle of the night. Blood glucose level at the time of the incident was 553 mg/dl which treated with manual injection. Customer also reported getting a battery out limit during normal use. During troubleshooting, the customer was able to get the display to return. Self-test was performed and passed. The customer was advised a replacement battery cap will be sent out. Insulin pump was not returned for analysis.